Event description:
Patient reported a right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. ¿ wear abrasion is observed. ¿ yellow particles were observed on the gel.

Event description:
Patient reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.